Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited oversensing, and was suspected for fracture. The physician indicated that the fracture was due to anatomical placement. The lead was capped and replaced. No further patient complications have been reported as a result of this event.